Manufacturer narrative:
(B)(4). The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "the presence of fluid between the implants"; "fibrous capsule and a lot of pleating," baker grade unknown.

Event description:
Healthcare professional reported "initially it was operated for a fibrous capsule, and a lot of pleating. [Healthcare professional] noticed that there were textured implants and the presence of fluid between the implants and the capsule they decided to remove them and send the liquid in patho for a cd30;" pathology has not been received. The side of this complaint is unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "initially it was operated for a fibrous capsule, and a lot of pleating. [Healthcare professional] noticed that there were textured implants and the presence of fluid between the implants and the capsule they decided to remove them and send the liquid in patho for a cd30;" pathology has not been received. The side of this complaint is unknown. The device has been explanted.